Event description:
It was reported that the ilet user experienced two episodes of unexplained hyperglycemia, with a peak blood glucose of 350 mg/dl, prompting full infusion set and supply changes; during the second episode the user also received multiple occlusion alerts consistent with an insulin delivery obstruction, and replacement supplies were arranged after confirming the lot for the infusion sets. Customer care provided support that included collection of event details, and shipment logistics for supply replacement. Investigation of this case revealed that while occlusion alerts suggested a transient infusion set or flow obstruction, the precise cause of the hyperglycemia remained undetermined. Symptoms included polydipsia and hot flushes associated with high blood glucose. Outcomes included resolution of issues after the subsequent supply change, with no further difficulties reported and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.